Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons sticky and had to press multiple times. The customer¿s blood glucose level was unknown. Customer stated insulin pump had to rewind twice a lot, changes batteries less than every seven days, condensation on screen of insulin pump, unexplained no delivery alarms, reservoir was loose, rewind take slower and louder. The insulin pump will not be returned for analysis.